Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, crossing difficulties and stent damage occurred. The 90% target lesion was located in the moderately tortuous proximal to mid left anterior descending (lad) artery. The lesion was predilated with quantum balloon several times at 20 atms. A 2.5x23 non-bsc stent delivery system (sds) was advanced, but would not cross the lesion. The non-bsc sds was exchanged for a 2.5x20mm taxus liberte sds, but this device would not cross the lesion. A bend in the hypotube was noted and the device was removed. The sds was examined outside the patient and stent damage was observed. The lesion was further dilated with a quantum balloon and two non-bsc guidewires were advanced. A non-bsc sds was advanced to the lesion and stent was deployed and post dilated to 20 atms. No patient complications were reported and the patient's current condition is listed as "good".

Manufacturer narrative:
(B)(4)